Manufacturer narrative:
The field service engineer (fse) onsite investigation found inconsistent volumes dispensed during the wash zone 1 and trigger/ pre-trigger checks. The manifold kit valves (quantity of 7) were replaced for the wz1 and trigger/pre-trigger manifolds. The valves were identified as the likely cause for the discrepant result. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the manifold kit valves were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that discrepant architect stat troponin-I results were generated. One example was provided. A result of 0.040 ng/ml (positive based on the customer's assay cutoff of 0.030 ng/ml) retested negative at 0.020 ng/ml. The customer stated that she is not aware of any negative impact to any patient based on the discrepant architect stat troponin-I results. No further patient data was provided.